Event description:
The field application specialist reported the user failed proficiency surveys for multiple assays. Of the data provided, the result for one ammonia survey sample and one hcg survey sample were discrepant. The ammonia result reported was 162 umol/l and the mean was 139.8 umol/l. On (B) (6) 2009, the hcg result reported was 2.0 iu/l and the acceptable range was 0.0-1.4 iu/l. The user stated she wasn't aware of any patients being affected or any erroneous results at the time the proficiency surveys were run. The ammonia and hcg reagent lot numbers were not provided.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
Additional information was not provided for investigation. A root cause could not be identified.

Event description:
As the doctor took off the guidewire from the needle, the wire frayed itself in the arm. However, it should be noted that the wire was kinked in the set before the use. The accident created a thrombus and the doctor had to perform the procedure again in the humeral vein.